Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient dropped her infusion device on a stone and the display broke making it unreadable. The patient attempted to continued using the device with an unreadable display and was unsuccessful in lowering elevated blood glucose levels. The patient was hospitalized with diabetic ketoacidosis. No additional information was available at the time of report. The infusion device was requested to be returned for product evaluation.